Event description:
It was reported that a "sparking" and "smoking" of the pump occurred during pt use at the area where the power cord attaches to the pump. The pump was removed from use. No pt or clinician injury resulted.